Event description:
Patient in the emergency department (ed) required massive transfusion. Ed staff set up the level one pressure infusion system and they observed a crack in the cover of one of the chambers at the top. When ed staff turned on the pressurized chamber, the fluid in the bag came protruding out the crack and almost exploded. The crack in the cover extends one-half the length of the chamber and should have been placed out of service. Staff also noticed the chamber itself was positioned really low, so the chamber cover might have been originally caught on the level one prior to use. The level one is out of service. Biomedical engineering received the level one pressure infusion system and arranged for the door to be replaced at no charge. Once the door was replaced, the unit was placed back in service. It is unknown how the device cracked.